Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 12533513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea cramping)"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infect"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraine"), nausea ("nausea"), rash ("rash") and skin disorder ("skin condition"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, female sexual dysfunction, dyspareunia, menorrhagia, urinary tract infection, vaginal discharge, vaginal infection, fatigue, gastrointestinal disorder, migraine, nausea, rash and skin disorder had resolved and the metrorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for : dysmenorrhea cramping), pelvic pain, abdominal pain, apareunia, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), allergy, uti, vaginal discharge, vaginal infect, fatigue, gi conditions, migraine, nausea essure insertion date provided in pfs (B)(6) 2012. Date(s) of insertion: (B)(6) 2012. Right implant in position left placed without difficulty. Left 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: findings: exam under anesthesia revealed anteverted normal size uterus. No lesion or masses were noted. During laparoscopy , proper essure placement was noted. No adhesions and no pathology was noted. Essure devices, left and right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: medical record received: lot number were added and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 12533513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea cramping)"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infect"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraine"), nausea ("nausea"), rash ("rash") and skin disorder ("skin condition"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, female sexual dysfunction, dyspareunia, menorrhagia, urinary tract infection, vaginal discharge, vaginal infection, fatigue, gastrointestinal disorder, migraine, nausea, rash and skin disorder had resolved and the metrorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for : dysmenorrhea cramping),pelvic pain, abdominal pain, apareunia, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), allergy, uti, vaginal discharge, vaginal infect, fatigue, gi conditions, migraine, nausea essure insertion date provided in pfs (B)(6) 2012 date(s) of insertion: (B)(6) 2012, (B)(6) 2012 right implant in position left placed without difficulty left 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: findings: exam under anesthesia revealed anteverted normal size uterus. No lesion or masses were noted. During laparoscopy , proper essure placement was noted. No adhesions and no pathology was noted. Essure devices, left and right.. Lot number:12533513 manufacturing date: 2012-06 expiration date:2015-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea cramping)"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infect"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraine"), nausea ("nausea"), rash ("rash") and skin disorder ("skin condition"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, female sexual dysfunction, dyspareunia, menorrhagia, urinary tract infection, vaginal discharge, vaginal infection, fatigue, gastrointestinal disorder, migraine, nausea, rash and skin disorder had resolved and the metrorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for : dysmenorrhea cramping),pelvic pain, abdominal pain, apareunia, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), allergy, uti, vaginal discharge, vaginal infect, fatigue, gi conditions, migraine, nausea essure insertion date provided in pfs (B)(6) 2012 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Previously reported event "injury" was replaced with "dysmenorrhea cramping)", events- "pelvic pain, abdominal pain, apareunia, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), uti, vaginal discharge, vaginal infect, fatigue, gi conditions, migraine, nausea, allergy -rash/skin condition, patient did not underwent essure confirmation test" added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.